Event description:
The consumer reported that the patient had a loss of therapy. The patient had diarrhea with blood. The patient's health care provider (hcp) moved and they were looking for a new hcp. The patient had their implantable neurostimulator (ins) checked by a hcp on (B)(6) 2016 who said the ins was no longer active. The diarrhea with blood was caused by the battery going out on the abdominal pacemaker. The patient had osteoporosis caused by the vagus nerve being cut in abdominal surgery. The patient had a pacemaker since (B)(6) 1995. The steps taken to resolve the diarrhea with blood and the ins not being active were that the patient would either get a new pacemaker as it had been 5 years or would get new batteries. The hcp checked the pacemaker with equipment to check it and it flat lined. The patient would see the surgeon on (B)(6) 2016 and up until now the problem still existed. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.